Event description:
It was reported that the cord was pulled off of the motor device. The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. It was not reported that there was patient or user injury. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was separated at the elbow retainer, exposing the wires. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse, and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.